Event description:
Medtronic received information regarding a navigation system being used during a cranial resection procedure. It was reported that during registration and the sterile setup, the active frame was recognized, and the navigation system was in use. However, partway through, tracking the active frame became unreliable. While it was briefly recognized, it failed to be recognized for most of the time. The passive probe tracked without issue. Both the sterile and non-sterile active frames were tested, but no improvement was observed. Restarting the system also did not resolve the issue. Navigation was aborted, and the surgery was completed without navigation. Post-surgery, the system was checked but remained unstable. During maintenance, it was determined that the polaris spectra system control unit (scu), breakout box, and active frame × 2 had been discontinued, leading to a transition to the passive frame. The recognition failure and defect occurred during use of the cranial frame. There was no surgical delay and no impact on patient outcome.

Manufacturer narrative:
H2: see h10 - the event was initially reported on time in the other reports: see 1723170-2025-02959;1723170-2025-02960;1723170-2025-02961. H3, h6: no products have been returned to medtronic for analysis. Codes b17, c20, and d15 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3,h6: the cranial active frame 9733881, lot number: 170619, was returned to the manufacturer for analysis. The reported problem could not be duplicated. The frame was connected to a test system and all four light emitting diode (led)s were firing without failure. Flexing the cable did not indicate any intermittent opens. The frame was fully functional. No problem was found. Code b01, c19, and d14 are applicable to this analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H2) additional information added to d4. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.